Manufacturer narrative:
The problem was due to power supply component failure. After the replacement, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "electrical shut down, would not restart". No adverse effects to patient were reported.